Event description:
In 2009, baxter was notified of a complaint from a customer reporting that their transfer set came apart twelve days prior. The white plastic piece separated from the tubing. The problem was noted during use on patient. The patient had cultures that were positive for organisms (unknown) and was given 1 dose of antibiotics (unknown) prophylactically and then, he was fine and there was no further injury.

Event description:
It was reported that the device was explanted after an implant duration of approximately 0.3 months, due to unknown reasons. No further details were provided.

Manufacturer narrative:
The device history record (DHR) review was completed and this device passed all manufacturing and sterilization inspections with no nonconformance.

Manufacturer narrative:
This event was determined to be reportable per edwards lifesciences procedures. The information was learned through implant patient registry. A device history record review is in process. Two requests were made (via fax) for the device, operative report, and additional information; however, no additional information was provided and, no device was returned for evaluation.